Event description:
Swabbed, then put the swab in the vial. The solution coagulated. I did it a second time. The solution did not coagulate, but the design of the tube made it almost impossible to squeeze 4 drops out of the vial.